Event description:
During the procedure, the drill bit fractured, which resulted in a fragment being left inside the patient. It was not possible to remove the fragment during the procedure. The procedure was still successfully completed with no delay. Affecting the patient: the fragment of the fractured bit is inside the cortical of the patient's femur.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a photo investigation was completed: the photo investigation revealed that the tip of the device had broken. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force in a prying motion while trialing. But the other reported condition cannot be confirmed. As, the provided evidence was not sufficient to confirm the reported event of embedded device as no x-rays are provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a manufacturing record evaluation was performed for the finished device product code: 03.045.022, lot 3664p06. It was electronically reviewed, and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on march 09, 2023. Manufacturing site: jabil bettlach.